Event description:
Procedure: cystectomy. According to the reporter: when attempting to fire the staple load on the anvil pushed out of the stapler and the staples did not fire. Incomplete stapling and transection resulted in significant bleeding. This was an open procedure so vascular clamps were used to stop the bleeding. Blood loss due to the reported incident was not known. Total blood loss for the procedure was reported as 800cc. Or timeas extended by 15 mins.